Event description:
The reporter contacted animas on (B)(6) 2013 reporting blood glucose levels up to 30.5 mmol/l with muscle cramps. The patient reported that the keypad was peeling and the keypad buttons were slow to respond. The patient indicated that on some occasions the pump required multiple button presses to complete a function. The patient indicated that the response issue of the keypad was involved in the blood glucose elevation. The patient indicated that the keypad damage was noted prior to the response issue. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.